Manufacturer narrative:
Bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing case label was observed. Additionally, 2 retention cases from bd inventory were evaluated by visual examination and the issue of missing case label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing case label. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: there was "no label."